Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Replaced the latch lock flex sensor and the issue was not resolved. Functional testing confirmed the primary reported problem. Visual inspection found the downstream occlusion (dso) seal was broken and had some contamination. Replaced dso sensor and seal. Updated software to current version. Conducted performance verification tests and device passed all tests.

Event description:
It was reported that the device was not detecting the cassette. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.